Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 475 units. There was no impact to the customer blood glucose level. Recommendation was made for the cartridge to be changed.